Event description:
It was reported that the zimmer meshgraft ii was shredding the tissue. Add'l clinical f/u with the customer clarified the reported issue to be that the pt's skin was partially meshed, half of the skin strip meshed and the other none at all. Add'l skin was harvested and a new carrier was used with the same result. Another add'l harvest was needed because only a portion of the harvested skin was meshed and useable. The procedure was completed using the reported device; however, surgical time was extended by 20 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicated that the device was manufactured on 12/17/1981 and was last repaired on 02/22/2013. Prior to repair, the device was within calibration specs. The device produced and acceptable test mesh. Unable to determine a cause of the reported complaint. Per instructions for use, the device was outside of normal useful life, which could have also decreased the accuracy of the device. The device was serviced and returned to the customer.